Event description:
It was reported that the trained physician attempted arteriotomy closure using a starclose vascular closure system after an interventional procedure. Resistance was experienced during the sheath exchange. The trigger was pushed; however, the clip did not fire. The clip remained in the device and was pulled out by the physician after the device was removed from the patient. The vessel locator wings remained closed. It is unknown how the hemostasis was achieved. There were no patient effects and no medication was given. No additional information available.

Manufacturer narrative:
The device has returned for investigation; however, the investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.